Event description:
On (B)(6) 2014, the reporter contacted animas alleging the patient¿s blood glucose (bg) was between 400-500 mg/dl with moderate ketones and polydypsia on (B)(6) 2014. The reporter stated the infusion set and cartridge were changed 5 times since the prior day when the patient¿s bg was between 200-300 mg/dl without signs or symptoms of hyperglycemia. It was reported the patient treated with insulin injections. The reporter noted the pump¿s settings were not recently changed and were programmed correctly, all deliveries were accurately recorded in the pump¿s history, and the patient remained on the pump. It was reported the patient¿s health care provider was contacted via phone who recommended the pump be replaced. This complaint is being reported because the patient¿s alleged hyperglycemia was attributed to an pump malfunction of unknown cause.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 08/28/2014 with the following findings: the complaint could not be duplicated or confirmed with investigation. The pump¿s total daily dose basal history correlates appropriately to the pump¿s programmed basal rate. No alarms or issues were observed in the pump¿s black box. The pump successfully passed a delivery accuracy test and was found to be delivering within specification. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. Unrelated to the complaint, investigation revealed the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet completed. When the evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.